Event description:
During corrective 2nd novasure uterine ablation mandatorily, implanted essure. Four months later I developed aura migraines and was hospitalized for 3 days. In 2013 severe stomach bloating and tenderness in pelvic region. Painful pelvic cramps when bladder is full especially at night (awaken from pain), after relief pelvic region remains in pain. Sufferer from heart palpitations, iron taste in mouth and fatigue. Latter 2013 suffer from incontinence.